Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer not detected on bus.The customer attempted to recover the drawer, but the issue persisted.As per part investigation, it was determined that damaged ¿ASSY CBL PYXIBUS 7 DRAWER (b)(4) which had signs of exposed copper strands which lead to the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 04-JAN-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of \[FST]" MedstationES - NHR-8C - All cubie drawers in the AUX and All Tower doors Not Detected on Bus was confirmed by Field Service Engineer and subsequently confirmed in the DCHU inspection process.According to Work Order (b)(4), The Field Service Engineer (FSE) reported that tightened pyxis cables and reseated cables on communication sled, inspected the pyxibus drawer cable, tested the drawers in hardware test application (HTA) and found several points where the cable was rubbing and making contact with the metal frame of the drawer. So, the FSE replaced the seven drawer pyxibus cable and also found that full height drawer five was sticking when opening and closing the drawer, so, replaced the full height drawer rails to resolve the issue and tested in the HTA successfully.During DCHU Visual Inspection:PN (b)(4): The inspection revealed localized areas of exposed copper strands with burn marks, consistent with thermal damage. No fluid ingress or other anomalies were observed.During DCHU testing:PN (b)(4): No testing was required due to evidence of localized areas of exposed copper strands with burn marks, consistent with associated thermal damage.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint that \[FST]" MedstationES - NHR-8C - All cubie drawers in the AUX and All Tower doors Not Detected on Bus was due to the damaged ASSY CBL PYXIBUS 7 DRAWER (b)(4) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawers functionality.